Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had become superficial. In the last month the patient experienced a burning pain at the site, note it is not heat causing the issue. The patient has not used or charged the ipg since 2012 and wants the devices explanted.

Event description:
Follow up revealed the patient's ipg was explanted and replaced with a different model. The doctor also enlarged the patient's ipg pocket, which helped address the patient's issue.

Event description:
The patient was seen by the physician and surgical intervention may take place to address the patient's issue.